Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Material/lot unknown; no sample. Full investigation could not be performed. No root cause.

Event description:
It was reported that the bd needle was broken. The following information was provided by the initial reporter: it was reported that there was a foreign object in plaintiff abdomen. The foreign object was the needle portion of bd's syringe used by the healthcare provider when plaintiff was injected with the covid antibody in (B)(6) 2021. Verbatim: on or about (B)(6) 2021. Plaintiff was a patient when he received multiple injections in his abdominal area of the covid antibody. The need used for the covid anti body injection was manufactured or supplied by becton, dickinson and company (bd). (Pg. 2 sec.6 on or about (B)(6) 2023, as a result of ongoing abdominal pain, plaintiff was x-rayed at a med-quick clinic and it was discovered there was a foreign object in plaintiff abdomen. The foreign object was the needle portion of bd's syringe used by the healthcare provider when plaintiff was injected with the covid antibody in (B)(6) 2021. Plaintiff was not aware of any foreign body left in his abdominal area until the x-ray on (B)(6) 2023 (pg. 2 sec. 7). As a result of the foreign object identified on (B)(6) 2023, together with plaintiff's symptoms, plaintiff underwent an open laparotomy to remove the needle resulting in more pain, permanent scarring and medical bills. (Pg. 2 sec. 8). Plaintiff states that as a direct an proximate result of the needle becoming a foreign object in his abdomen, he suffered pain, anxiety, medical bills scarring, loss of enjoyment of life. (Pg 3. Sec. 11)

Manufacturer narrative:
(B)(4) follow up report for device evaluation and additional information. It was reported there was a needle foreign object in the abdomen. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, multiple photographs were submitted for review by the quality team. The images included: nine photographs depicting a needle assembly without a plastic shield, a needle appearing longer than the reported unit, two packaging blister top webs, two packaging blisters containing needles, and a needle lacking a plastic hub. Two photographs showed a needle measuring 15/16" in length against a ruler. Additional images included one of a human abdomen, one of text messages, and four labeled ¿from dr. Roberts¿ showing a shelf box and a needle without a plastic shield next to a ruler, with the needle measuring 1.5 cm from the hub to the tip. Two photographs displayed x-ray images, and five contained medical records. No further information could be extracted from the photographs. A review of the device history record was completed for material number 305122, lot 3083970. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were in compliance with specification requirements. Based on the investigation and analysis of the photographic evidence, the reported symptom was confirmed. However, due to the absence of the physical sample, a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Medical device catalog # has been updated to 305122. Medical device lot # has been updated to 3083970.

Event description:
Additional information was provided, medical device catalog # has been updated to 305122 and medical device lot # has been updated to 3083970.